Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID ddbc3d1 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; product ID 4968-25 implantable pacing lead, implanted: (B)(6) 2012; product ID 4968-35 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
Additional information was received that rv defibrillation impedance acutely rose and was high (>200 ohms). A lead fracture was suspected. The lead was capped. No further patient complications have been reported as a result of this event.

Event description:
It was reported that an alert was triggered for right ventricular (rv) coil impedance of 101 ohms. Since implant, impedance has been 90-99 ohms; real time measurements are consistently 91 ohms. The coil is implanted sub-muscular in the sub-scapula area according to device registration. Delivered shock was not performed at implant. Technical services discussed that because of the configuration and lead placement, the rv coil may measure on the high end of normal for a single coil system. Technical services suggested they consider increasing the alert threshold to 130 ohms. The sales representative will discuss with the physician. All information suggests the coil remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that rv defibrillation impedance acutely rose and was high (>200 ohms). A lead fracture was suspected. The lead was capped. No patient complications have been reported as a result of this event.